Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer stated that during infusion the 60 gtt burette with the 0.2 micron filter, it leaks at the filter. There was no report of patient harm.

Event description:
The customer stated that during infusion the 60 gtt burette with the 0.2 micron filter, it leaks at the filter. There was no report of patient harm.

Manufacturer narrative:
The customer report that the set leaks at the filter was not confirmed. Visual inspection showed dried residue on and around the area of the lower vent of the filter. Functional testing showed slight bubbling coming out from the filter's lower vent; however no leaks were observed. Pressure testing resulted in no leaking the root cause of the customer's report could not be identified.

Event description:
The customer reported the set leaked at the filter during an infusion on a nicu patient. There was no report of patient harm.